Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. The device was returned to a third party service center for evaluation. During the evaluation of the device at the third party service center, water ingress was observed on the sensor board and in the tubing connected to the sensor board. The device's sensor board and tubing were replaced to address the issue.